Event description:
The complainant reported a patient needing an impella 5.5 device for mechanical circulatory support due to cardiomyopathy. While on support the patient experienced acute swelling and a large hematoma formed under the skin at the graft attachment site. The staff held pressure to the area. The impella waveforms became damped and a vascular surgeon was called. The physician began evacuating and suctioning the hematoma. During the process the patient went into cardiac arrest. 4 units of packed red blood cell , 1 plasma, epi, and bicarb push were administered. Return of spontaneous circulation was achieved. The patient was taken to the operation room and the surgical site was opened and cleaned. The physician was unable to find the source of bleed that caused the hematoma. No further information was provided as to the outcome for the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding, placement signal issue, and vascular damage - peripheral vessel has been completed. The failure mode (fm) placement signal issue was changed to optical signal issue because the 5.5 has an optical sensor. The fm access site bleeding is captured under vascular damage as vascular surgery was called due to the hematoma present. Due to lack of product returned and limited clinical details, the root cause of what caused the vascular damage - peripheral vessel cannot be determined. The data logs show that the placement signal goes out on the 27th at the same time as shockwave was used for pci. Based on the clinical details and the 5s parameters in the data logs, the root cause of the optical signal issue is most likely due to a damaged sensor from shockwave.

Event description:
It was also reported that one month after the patient was taken for evacuation of the hematoma, the patient started experiencing gastrointestinal bleed. An attempt was made to gradually wean off the impella as there were no long-term options for this patient. Intravenous heparin was stopped and the purge solution was changed to dextrose fiver percent in water with heparin. Additionally, the patient was started on protonix and given one unit of packed red blood cells. A failed optical sensor was noted. Discussions were made with the family to consider palliative care as all other options had been exhausted. The pump was weaned unsuccessfully and a decision was made by the family to withdraw care and move to comfort measures. The patient eventually expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation is still on-going. Should the device or any new information is received, a supplemental manufacturer device report number will be filed. B.1 added product problem due to new information received. B.3 added death and date of death due to new information received. B.5 new information was received and added. D.6b explant date was added. H.1 selection was changed to death due to new information received. H.6 codes were added due to new information received. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23912. D.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23912. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-23912 was submitted in accordance with updated procedures.